Event description:
The customer reported the ventilator alarmed and stopped working while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported that review of the ventilator's diagnostic log history indicated an o2 valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The service technician was unable to duplicate the occurrence. Applicable testing and performance verification testing was completed and passed to operating specifications.